Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 536 mg/dl at the time of the incident. The customer was at 240 mg/dl at the time of the call. The customer was given manual injections to treat. The customer experienced symptoms such as nausea, abdominal pain, and headache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.